Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and adapters, but the issue persisted. As a result, technical support arranged for a pump replacement under warranty, provided instructions for putting the pump into storage mode, and asked the customer to return the defective pump using a pre-paid label within 10 days. Customer understood and acknowledged all instructions.